Event description:
Reporter indicated that treating dr was unable to communicate with the pt's device at follow-up office visit two weeks post-implant. It was reported that standard troubleshooting efforts were unsuccessful in establishing communication with the pt's device. The pt is thin, ruling out excessive distance between the device and the programming system as possible cause of the inability to communicate with the device. Communication was attempted with a different programming system, but was also unsuccessful. Neurologist plans to repeat attempts at communicating with the pt's device at another office visit when a MFR rep is present.